Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were setting, but not holding. The bed was located in (B)(4). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brake mechanism was worn and broken. Per the hill-rom service manual the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Ensure the bed does not move when the brakes are activated. Adjust the brakes if necessary. Inspect and adjust the steering mechanism if necessary. Check the caster tires for cuts, wear, treat, etc. Replace if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake mechanism to resolve the issue. Based on this information, no further action is required.